Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel and air/water cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition to the foreign material in the air/water tube, other evaluation findings are as follows: the indication on the flexibility adjustment ring was unclear; the air/water cylinder and the suction cylinder had no color; there were foreign objects in the air/water cylinder; the insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end cover; the light guide lens and the adhesive on the bending section cover were cracked; and the universal cord was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had insufficient angulation. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the air/water tube . This MDR is being submitted to capture the reportable malfunction found during the device evaluation.